Manufacturer narrative:
Return status of the device is unknown.

Event description:
Physician reported that a yukon oct spinal system locking screw inserter jammed intra-operatively. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: screw insertion- after the pedicle pathway has been prepared and proper screw size has been determined, load the implant for screw insertion using a yukon screw inserter. When loading the yukon screws, grasp the implant by the screw shaft and give a slight rotation, while simultaneously applying a downward force to properly engage the screw. Once loaded, spin the knob located above the sleeve clockwise to lock the screw in place. The yukon screw inserter has a black sleeve for ease of identification. Once the screw has been loaded, insert it into the pilot hole until desired depth is reached. Disengage the screw inserter by turning the knob above the sleeve counter-clockwise. Repeat until all screws are placed. Note: the yukon screw inserter can be used with either the ratcheting axial handle or the fixed axial handle. The root cause could not be determined. Previous similar complaints suggest that there may have been difficulty during screw insertion.

Event description:
Physician reported that a yukon oct spinal system locking screw inserter jammed intra-operatively. No adverse consequences or medical intervention were reported.